Manufacturer narrative:
F2305. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bia-alcl diagnosis and pain in the breast.

Event description:
Patient's representative reported bia-alcl diagnosis and pain in the breast. The patient underwent a 6-month chemotherapy treatment and is still under oncology treatment. Affected side has not been specified. Pathological markers confirming alcl have not been received. The device was removed.

Event description:
Patient's representative reported bia-alcl diagnosis and pain in the breast. Later reported, "right axillary lymph node: punch biopsy tissue with partially necrotic infiltrates of a cd30-positive t-cell lymphoma, more specifically of an anaplastic large cell lymphoma, alk-negative." The device was explanted. The right breast capsule histology found "scarred fibrotic implant capsule with widely distributed foreign matter granulomas and silicone leakage into the capsule." Patient received eight doses of brentuximab vedotin and seven cycles of chp chemotherapy with primary gcsf prophylaxis with lipegfilgrastim. Patient developed "covid-19 infection" requiring hospitalization and treatment with paxlovid®. This was determined to be not device related. Five months after completing chemotherapy, patient relapsed and bia-alcl was confirmed by biopsy of a lymph node on the left side of the neck. Patient received relapse therapy with brentuximab vedotin dhap. The patient underwent a 6-month chemotherapy treatment and is still under oncology treatment. This reflects the right side.

Event description:
Patient's representative reported bia-alcl and pain in the breast. Later reported, "right axillary lymph node: punch biopsy tissue with partially necrotic infiltrates of a cd30-positive t-cell lymphoma, more specifically of an anaplastic large cell lymphoma, alk-negative." The device was explanted. The right breast capsule histology found "scarred fibrotic implant capsule with widely distributed foreign matter granulomas and silicone leakage into the capsule." Patient received eight doses of brentuximab vedotin and seven cycles of chp chemotherapy with primary gcsf prophylaxis with lipegfilgrastim. Patient developed "covid-19 infection" requiring hospitalization and treatment with paxlovid®. This was determined to be not device related. Five months after completing chemotherapy, patient relapsed and bia-alcl was confirmed by biopsy of a lymph node on the left side of the neck. Patient received relapse therapy with brentuximab vedotin dhap. This reflects the right side.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2303 medication required. Correction to h.6 health effect impact codes: f2305 radiation therapy previously submitted should be removed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of bia-alcl, lymphadenopathy, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: bia-alcl, lymphadenopathy, treating physician: (B)(6).